Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at a reservoir tube window corner and a cracked reservoir tube.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 180 mg/dl. Customer stated that she just had dinner with a client and was going to bolus using the up arrow button, but none of the buttons worked. Customer tried pulling the battery, but she still had the button error issue. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.